Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a power system error from the insulin pump. The customer received multiple power loss battery alarms. The customer will be sent a replacement pump.

Manufacturer narrative:
No unexpected power loss alarms were noted. The sleep currents were within specification. The pump passed the displacement and self tests. The pump was returned for power error alarms. The alarms were confirmed during testing. The root cause was the non-sleep anomaly software error. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.